Manufacturer narrative:
Concomitant product: product ID: addr01 ipg implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited low and decreased impedance. The physician had suspicion of lead insulation breakdown and degradation. During trouble shooting the lead thresholds were unacceptably high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.